Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6, h8, h10. 61 - the RMA has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken bipolar yaw pulley. The broken piece is approximately .093¿ x .167¿ and was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. Based on the failure analysis investigation results, this complaint has been re-evaluated as a non-reportable complaint. This event involved fragments falling into a patient and was successfully retrieved with 1) no lasting permanent impairment of a body function or permanent damage to a body structure occurred and 2) no evidence of device malfunction supported by failure investigation confirming that the cause of the instrument breaking was mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The fenestrated bipolar forceps (fbf) instrument has not been returned to isi for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, pulley cover damage was found and a fragment from the fbf instrument fell into the patient. The fragment was retrieved during the same procedure and the procedure was completed with no reported injury. Although the fragment was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument stopped working. Pulley cover damage was found and a fragment fell into the patient. The fragment was retrieved during the same procedure with forceps and the procedure was completed with no reported injury.